Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient has infusion set issue on (B)(6) 2026. Patient experienced infusion set was pulled off while going to restroom. No further information available.